Manufacturer narrative:
The sonosurg scissors and handle said to have been used in the event were returned to olympus for evaluation, but the detached portion was not received. The evaluation confirmed the user's report of the broken probe tip on the sonosurg scissors. The cause of the reported phenomenon could not be conclusively determined. The devices were forwarded to the original equipment MFR for further evaluation. If significant additional info becomes available, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a therapeutic laparoscopic hernia, an audible alarm was heard from the sonosurg ultrasonic generator and the device ceased output. The users observed on the monitor that the tip of the probe had broken off and fallen inside of the pt. The users used an unspecified model of graspers to safely retrieve the broken piece from the pt, and utilized a similar but different device to complete the procedure. There was reportedly no pt injury.